Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 10ml ls 21x1-1/2 dn emerald had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "the problem of foreign matter in the syringe is in the department of urology".

Manufacturer narrative:
H.6. Investigation: a photo was provided by our quality team for evaluation. An analysis of the photo showed a plastic piece inside the syringe. The foreign matter has been identified as a broken tip of another syringe that was broken during the primary assembly process and finally ended inside the reported sample. The team was able to confirm the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. After analyzing the returned picture of the affected sample and discussion with the manufacturing technicians in charge of the product lines, the team has concluded that the plastic piece was broken during the assembly process in the stack of the barrel feeder. The incorrect alignment of that barrel in this process produced the rupture of the tip piece, which ended up inside the reported syringe. H3 other text : see h.10.

Event description:
It was reported syringe 10ml ls 21x1-1/2 dn emerald had foreign matter. The following information was provided by the initial reporter, translated from chinese: "the problem of foreign matter in the syringe is in the department of urology".